Manufacturer narrative:
Eval was not possible, as the product was not returned. The investigation was limited to the info provided, as the lot number required to review the device history records and complaint history were not provided. Although the investigation could not verify or draw any conclusion about the reported event based on the provided info, it would not be unreasonable to expect some wear after approximately 15 years of implantation. The need for corrective action is not indicated. Depuy considers this investigation closed. Should the product or add'l info that changes this conclusion be received, the investigation will be reopened.

Event description:
Pt was revised to address poly wear.